Manufacturer narrative:
Patient gender and weight were not provided. (B)(4). Approximate age of device ¿ 3.5 months. The reports of hemolysis and suspected thrombosis were confirmed based on the evaluation of the returned pump. A correlation between the returned device and the reported gi bleeding could not be conclusively determined. Upon disassembly of the pump, a thrombus formation was found surrounding the inlet bearing ball and rotor inlet, obstructing approximately 60-70 percent of the blood flow path. The thrombus appeared to extend out from the proximal end of the inlet bearing ball, suggesting that it was also surrounding a portion of the inlet bearing cup prior to the disassembly process. The thrombus ring appeared to form in laminated layers and also revealed areas of denaturation, indicating that the thrombus developed on the inlet bearing cup and ball over an undetermined amount of time while the pump was supporting the patient. In addition, examination of the outlet stator revealed a thrombus formation surrounding the outlet bearing ball and lodged between the stator blades. The thrombus did not present any areas of denaturation and there was no evidence of contact marks on the outlet portion of the rotor or the outlet bearing cup. The thrombus lacked laminated layering, suggesting that it did not initially form in the outlet stator; however, its origin and a duration of time for which it was present in the pump could not be determined. The thrombi were obstructing a significant portion of the blood flow path and could have contributed to the reported hemolysis. Although a specific cause for the development of the thrombi found in the pump could not be conclusively determined through this evaluation, it was reported that due to the patient's gi bleeding, anticoagulation was discontinued and restarted multiple times. Examination of the pump bearings, rotor, and blood contacting surfaces did not reveal any anomalies. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. Device thrombosis, hemolysis and bleeding are listed in the instructions for use as potential adverse events that may be associated with use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient had a device exchange on (B)(6) 2015 for suspected thrombosis. The patient had an increasing lactate dehydrogenase level and hematuria with a therapeutic inr. The patient was treated with heparin. The patient had a history of previously unreported gi bleeding and had been on and off anticoagulation multiple times. The patient is reportedly doing well post the pump exchange.